Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump possibly delivered a large amount of insulin without user input after a set change. The customer's blood glucose was originally 547 mg/dl and sharply decreased to 14 mg/dl within one hour of the bolus. The customer believed that they were receiving a 2-unit bolus. No further details were provided regarding the incident. Troubleshooting did not occur. The insulin pump and reservoir were not returned for analysis.